Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During implantation the glenosphere stripped while inserting into the metaglene. This caused a 30 minute delay in surgery.